Manufacturer narrative:
Date of event: (B)(6) 2017.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo an ipg explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure wherein the ipg and lead was removed. Additional suspect medical device component involved in the event: model#: sc-8120-70, serial#: (B)(4), description: artisan surgical lead, 70cm the explanted devices were not returned to bsn. A review of the manufacturing documentation for the lead and ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo an ipg explant procedure.